Manufacturer narrative:
Associated medwatches: 2916714-2019-00007; 2916714-2019-00009. Supplier evaluation: both kleppinger devices were tested with our cords. The test results showed that they both worked as they should. We are not certain as to the exact manufacturer, as the products have no markings. If they were our cords, they would be marked with "aesculap, item, country of origin, and have a lot number". Action plan - after reviewing the complaint and testing the products, there will be no action taken on our part. It was determined that the customer was/is using after-market cords.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the bipolar cord and kleppinger. During a laparoscopic tubal ligation, the bipolar forceps was noted to not be working "at all". Another forceps was also attempted to be used, but it only worked intermittently. The surgeon then switched to suture ligatures instead to complete the procedure. The electric generator and pedal were working; it was unknown if the cords or the instruments malfunctioned. There was no patient harm; however, a 15-minute surgical delay occurred. Associated medwatches: 2916714-2019-00007. 2916714-2019-00009 (this report) - cord.